Event description:
During an implant attempt, perforation of the lead with the easyturn stylet was reported. The perforation position was reported "through the coil." Another lead was implanted instead.

Manufacturer narrative:
On 04/08/2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.